Event description:
It is reported that the femoral impactor pad fractured during femoral impaction.

Manufacturer narrative:
Eval summary: based on the lot number, the device has a potential field age of approx 10 months and has been used an unk number of times during that period. In general, impactors become damaged through repeated use due to impactions sustained while in use. Eval: device history records indicate all components were manufactured and inspected to specification. Dimensions taken are within spec as recorded. No mfg abnormalities could be detected.